Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and could not duplicate the reported issue. As a precaution, physio-control then replaced the device¿s battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would power off unexpectedly by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no adverse effect to the patient involved in the reported event.

Event description:
The customer contacted physio-control to report that their device would power off unexpectedly by itself. As a result, defibrillation may be delayed or prevented if it were necessary. There was no adverse effect to the patient involved in the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).